Manufacturer narrative:
(B)(4).

Event description:
It was reported that during follow up, the right atrial lead exhibited loss of capture and loss of sensing, a chest x-ray confirmed that the lead was dislodged. The lead was successfully explanted and replaced. There were no adverse consequences to the patient.